Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information and the complaint rt330 infant optiflow circuit for evaluation, to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the inner tubing of an rt330 infant optiflow circuit came 'loose from the circuit base' during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt330 optiflow junior tubing kit was returned to fph in (B)(6), and was visually inspected. Results: visual inspection revealed that the inner blue tube was disconnected from the patient end connector. Conclusion: we were unable to determine how the tube became disconnected; however, our previous investigations on similar complaints showed that the tube can be disconnected if the circuit is stretched or pulled with undue force. All breathing circuits are visually inspected and pressure tested during production, and those that fail are rejected. The subject rt330 tubing would have met the required specification at the time of production. Moreover, the hospital reported that the disconnection occurred during use, which suggests that the subject rt330 tubing became disconnected after it was released for distribution. Our user instructions that accompany the rt330 optiflow junior tubing kit state the following: "check all connections are tight before use." "Patient monitoring is recommended." "Do not stretch or milk the tubing."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the inner tubing of an rt330 optiflow junior tubing kit came 'loose from the circuit base' during use. No patient consequence was reported.